Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris and exair mesh. Later the pt experienced nocturia, urgency, frequency and urge incontinence, erythema, mesh extrusion and grade 4 recurrent vaginal vault prolapse. An excision of the mesh was performed.